Event description:
Event description boston scientific received information that this vnetricular lead had perforated the ventricle. A revision procedure was performed and the lead was repositioned. No adverse patient effects were noted.